Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 247 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
Removed code b13, add b17.